Event description:
I used the cologuard kit for early detection of potential diseases. They failed to provide results on an accessible platform. They have potentially failed to provide critical information in a timely manor. Furthermore they overbilled my insurance company and only discovered that when I contacted them. It is a dangerous on how this corporation conducts business. If I find out that I have any illness I will hire a legal team to set things right. I requested a refund and was denied. They offered to give me the reeks by phone. What if I was terminally ill, how the heck would I handle that! None, that's why I need the information. Please let me know if I have recourse. Someone needs to repair this problem or take away their ability to conduct business.